Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro silicon jaw tip was observed to be cracked. This was noticed when the device was taken out of the packaging. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.